Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the endovascular procedure the ptfe coating was peeling off the subject guidewire while using an introducer to insert into the catheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during the endovascular procedure the ptfe coating was peeling off the subject guidewire while using an introducer to insert into the catheter. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. Due to the automated DHR system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available. Therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the polytetrafluoroethylene (ptfe) coating peeled off when the subject device was inserted into the microcatheter using an introducer. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, flush was given inside the microcatheter when the guidewire was inserted, and the guidewire tip was shaped 45 degrees. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint. H3 other text : device not returned for evaluation.